Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that lvp keypad button was not working. Therefore, three lvp keypads needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The customer reported that large volume pump (lvp) keypad button was not working. Therefore, three lvp keypads needed to be replaced. There was no patient involvement. External inspection was performed on the printec lvp door assemblies with keypad date code (may 2018). The keypads were observed to be in good condition with no irregularities observed. During internal inspection within each of the assembly¿s front and back doors covers, signs of contamination along the keypad cable traces and fiber optic lamps was observed on 1 of the 3 assemblies. Testing performed on the returned keypads found 1 keypad testing good with no faults identified and 2 keypads with all keys functioning with the exception of the restart key. The root cause of the customer's report is electrical failure due to design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only the door assembly with keypad was provided for investigation.

Event description:
It was reported that large volume pump (lvp) keypad button was not working. Therefore, three lvp keypads needed to be replaced. There was no patient involvement.